Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not know if the stimulator was working at all. During the test trial, they had averaged 3100 ml of urine a day, and since the implant, not quite 2000 ml of urine. They were not sure if it was set right or on the wrong program. After surgery they were in a wheel chair getting wheeled out. They were still in a fog. The manufacturer representative (rep) gave them the device and said to let them know when they felt something. They felt a jolt in their stomach and the rep said here you go. It was like a double jolt in their left testicle and the intestine area. When asked if the rep was aware it shocked them, they stated probably not, but the patient had jumped. Their current settings were checked and therapy was on and they were on program 1 at 2.3 volts. When they went to sit or stand they occasionally felt a kick in the scrotum. They wanted the rep to be contacted and an email was sent. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that after having a follow up appointment with managing physician on the 31st. Patient stated the doctor did not give them any guidance on amplitude or program use stating that they could not possibly keep up with it. Patient has not made any adjustments to amplitude or program. Patient is not presently feeling stimulation sensation. Reviewed how to increasing amplitude and patient confirmed they feel a slight tingle at 2.8. Patient will monitor symptoms on higher amplitude and if not resolved may consider changing programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.